Event description:
It was reported that a patient with a 25mm 3000 aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 8 months due to moderate calcification and stenosis. The procedure was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative. Corrected data : b5, h6 ( component code, clinical code , investigational findings and investigation conclusions). Updated sections : b7 ,g3, g6 ,h2, h6 (type of investigation). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The root cause of this event was determined to be most likely due to patient related factors chronic kidney disease (ckd), hyperlipidemia (hld), and diabetes mellitus (dm). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation that a patient with a 25mm 3000 aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 8 months due to moderate calcification and degeneration with stenosis. Patient presented with heart failure and shortness of breath. The procedure was performed with a 26mm 9755rsl transcatheter valve. Patient was stable post procedure. This is 57-year-old male patient.